Event description:
Customer response with additional information.

Manufacturer narrative:
Other, other text: a customer response was received as revealed :dear (B)(6), unfortunately the defective cannula was accidentally disposed of. Thank you for the feedback best regards l.

Event description:
Information was received indicating that the pilot balloon to a smiths medical portex bivona tracheostomy tube was pushed inward leading to leakage. It was reported that the pilot balloon was completely inside by approximately 10mm. There were no reported adverse effects.